Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: investigation revealed that all keypad buttons responded as expected. There was no physical damage to the keypad. The pump was successfully locked and unlocked during testing. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. There were no defects found on investigation. The complaint could not be confirmed or duplicated.

Event description:
It was reported that on (B)(6) 2012, the patient experienced blood glucose (bg) that read "hi" on the bg meter, accompanied by chest pain and headache. The patient said he was transported to the emergency room (ER) of a hospital for treatment with intravenous insulin and fluids. He noted that he was diagnosed with diabetic ketoacidosis. The patient said he was discharged on insulin pump therapy on (B)(6) 2012 with bg 132mg/dl. He stated that his bg was remained in his normal range (about 200mg/dl) since discharge. The patient stated that he replaced his cartridge and infusion set on (B)(6) 2012 and did not change them again until after the hospitalization. He reviewed the pump history with customer support and reported that the bolus/basal history were correct. The patient denied any leakage or bleeding at the infusion site except that he uses only the abdomen for 10 years; he denied the presence of scar tissue. The patient noted the type of infusion set he uses and admitted that he did not receive training on the use of this set. Customer support advised the patient to obtain proper training on the infusion set and to discuss infusion site selection/rotation and high bg protocol with his health care provider. During the same contact, the patient said that the pump was locked when he attempted to bolus on (B)(6) 2012 to correct the bg excursion reported above. The patient reported that he removed the battery to unlock the keypad, completed the rewind/load/prime sequence, and delivered the bolus but stated that his bg did not respond to the correction bolus. He reported that the keypad has locked without button presses multiple times in the past and denied that he locked it accidentally. The patient denied any keypad or button issues and was unable to successfully lock and unlock the pump with instructions from customer support. This complaint is being reported for the following reasons: the patient had bg excursion that required medical treatment. Although the cause is uncertain, there may have been use error in that the patient failed to replace the infusion set per instructions-for-use and did not deliver insulin per usual hyperglycemia correction procedures. In addition, he alleged that he was unable to deliver a correction bolus because the pump locked itself and he did not know how to unlock it.